Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) and blood glucose level of 495 mg/dl. Reportedly, the dka was caused by the non-tandem infusion set cannula bending. While at the hospital, the customer was treated with insulin drip. The customer was released from the hospital on (B)(6) 2019 with no permanent damage and issue resolved. Customer was unable to provide the infusion set brand.